Event description:
It was reported that the patient died approximately seven months post implant of the implantable pulse generator. It was further reported that the patient was last seen in the device clinic approximately 1 month prior death. At the visit the device was interrogated and found to have normal parameters. The cause of death has been requested and not received.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clip appliers were not closing the clips fully and dropping clips. Another one was pulled to complete the procedure. No harm to the patient.